Manufacturer narrative:
Device received with broken reservoir tube lip noted. The test reservoir p-cap was able to lock in place. Device passed displacement test. However, device alarmed a33 during basic occlusion test due to drive support disk sticking out noted. Unable to perform prime/a33 test, occlusion test and excessive no delivery test or verify prime/fill anomaly due to a33 alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they experienced diabetic ketoacidosis. The customer¿s blood glucose was 204 mg/dl and 300 mg/dl. The customer stated drive support cap was sticking out. The customer stated retainer ring was cracked and reservoir was able to lock in place. The customer declined troubleshooting for high blood glucose. Customer was unable to complete the rewind process on there insulin pump, customer stuck on fill tubing. Customer was reporting an issue during priming process. The insulin pump will be returned for analysis.